Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon experienced difficulty inserting a screw into the screw-hole of a plate during a surgical procedure on (B)(6) 2015. The surgeon attempted to insert the screw using several positions and several screws (of differing length/thickness), but the issue was not resolved. Ultimately, the surgeon opted to use another plate with longer length in order to complete the procedure. A sixty (60) minute delay was noted. Following the procedure, the washer of the original plate was found to be malformed/bent. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: a plate has been returned not in the original packaging. The clips in two holes are visual damaged post production. The returned plate has been re-inspected for all the features relevant to the failure mode notified. A functionality test with positive results has been done on the not damaged holes. To re-inspect the damaged holes on the portion involved in the complaint, the clips have been removed and the re-inspection showed that all relevant measurable product features meet specification. The complaint is confirmed due to evidence of the damaged clips in two holes, but there is no evidence of non-conformances manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There were reinsertions of screw several times, which made a screw hole wider and also unnecessary hole.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: we have received those three articles for investigation and forwarded them to the manufacturing plant; here the feedback: the plate has been returned not in the original packaging. The clips in two holes are visual damaged post production. The returned plate and the two screws have been reinspected for all the features relevant to the failure mode notified. Art: 450.571s, a functionality test with positive results has been done on the not damaged holes. To reinspect the damaged holes on the portion involved in the complaint, the clips have been removed (in agreement with chu) and the reinspection showed that all relevant measurable product features meet specification. The complaint is confirmed due to evidence of the damaged clips in two holes, but there is no evidence of noncoformances manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. Device was not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: june 26, 2014 - expiry date: june 1, 2024. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.